Event description:
The customer reported to olympus, the hd autoclavable camera head had a loose contact in the cable and the image disappeared temporarily showing a strip during prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the cable was damaged causing the image to flicker. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged cable could not be identified. Olympus will continue to monitor field performance for this device.